Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to verify failure in logs. The fse noticed the vacuum out of calibration specifications, on the low side. The fse re-calibrated drive regulators and ran unit on compressor output test for an hour to heat up compressor. The, the fse ran unit with balloon at 130bmp for 30 mins and verified no high temp alarm present. Also verified regulator adjusted back into range and maintained calibration. Unit passed all functional and safety test per factory specifications, returned to customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a continuous over temp alarm on display. There was no harm reported.